Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of exposure and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Pharmacist reporting: "right prosthesis was removed because of an exposure of the prosthesis on defect of healing at the right hemi-perieareal site following a replacement performed 1 year ago". Device has been explanted.